Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified broken shell, brown particles on the shell, and the device was found to be underweight. A microscopic analysis was performed which identified broken (sharp) opening on the posterior. A dimension measurement of the shell was performed which identified the thickness to be specification. Based on the device analysis the final assessment is a broken (sharp) opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.